Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim: the (B)(6) received a report about a cracked trifuse filter with the lot number 23129221. The report stated: upon assessment, patient's bed noted to be wet underneath the IV fluids. Upon tracing the lines, nurse noted the trifuse filter to be cracked and leaking onto the bed.

Event description:
Customer reply: what is the date of event? 1/29/24. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. Upon assessment, patient's bed noted to be wet underneath the IV fluids. Upon tracing the lines, nurse noted the trifuse filter to be cracked and leaking onto the bed. The trifuse filtered port had a bifuse on it and was running tpn and precedex. Patient may not have been receiving her full precedex dose due to leakage. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, the item was sequestered.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of cracked trifuse filter could not be verified due to the product not being returned for failure investigation. Device history record review for model mz9270 lot number 23129221 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.